Manufacturer narrative:
. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates of (B)(6), 2025, through (B)(6), 2026. His event captures the right eye. The left eye is reported in manufacturer report number 3012236936-2026-0001408. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The patient experienced blurry visual acuity, trouble focusing, halos and glare. The iol was explanted and replaced with a non- johnson and johnson lens. No further information is available.